Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has been complaining of chest pain with right ventricular (rv) pacing since immediately post implant, even when being paced at the lowest settings. The patient also complained of feeling pain when the programming head was placed over the device. Follow up was attempted for further information and was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.